Event description:
It was reported that an alert for battery depletion was received on remote monitoring transmission when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse called technical services (ts) for longevity calculations. Ts discussed the battery depletion fault as well as how to reset the beeper due to beeping patterns. Ts noted that there was sufficient capacity to deliver six shocks with charge times less than fifteen seconds if the device is replaced within ninety days.

Event description:
It was reported that an alert for battery depletion was received on remote monitoring transmission when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse called technical services (ts) for longevity calculations. Ts discussed the battery depletion fault as well as how to reset the beeper due to beeping patterns. Ts noted that there was sufficient capacity to deliver six shocks with charge times less than fifteen seconds if the device is replaced within ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that an alert for battery depletion was received on remote monitoring transmission when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse called technical services (ts) for longevity calculations. Ts discussed the battery depletion fault as well as how to reset the beeper due to beeping patterns. Ts noted that there was sufficient capacity to deliver six shocks with charge times less than fifteen seconds if the device is replaced within ninety days. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the date of event and describe event or problem field.

Event description:
It was reported that an alert for battery depletion was received on remote monitoring transmission when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD). The nurse called technical services (ts) for longevity calculations. Ts discussed the battery depletion fault as well as how to reset the beeper due to beeping patterns. Ts noted that there was sufficient capacity to deliver six shocks with charge times less than fifteen seconds if the device is replaced within ninety days. The device was explanted and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the date of event and describe event or problem field.